Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during pre-use check. There was no patient involvement.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the auto/manual switch to be replaced to resolve the issue.